Manufacturer narrative:
Device powered up properly after battery installation. No frozen screen noted. Device passed the displacement test, sleep current measurement, active current measurement and self test. Also all buttons functioning properly. No keypad unresponsive/button error alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump keys occasionally doesn't respond. Customer reported the time clock does not advance. Customer reported that the screen not completely blank. No alarms occurred during or after the time that the buttons were not responding. Insulin pump buttons began to work in less than 5 minutes without battery change. Customer was unable to try insulin pump with remote. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.